Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.

Manufacturer narrative:
Sc-1110-02 (B)(4) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for ipg replacement was due to patient wanted an ipg upgrade. The patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.